Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and full functionality testing with test battery/power supply and pads without duplicating the malfunction. The battery and pads used at the time of reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.